Event description:
It was reported that a procedure was performed on (B)(6) 2019 utilizing the reform pedicle screw system. During final tightening of the lock-screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure as a result of the reported malfunction.

Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The fracture plane is skewed relative to the transverse plane indicating off axis load application occurred at some point during the product's working life.. There are multiple fracture planes meeting together in one general vicinity indicating off center load originating from multiple closely space crack initiation sights. Crack formation was likely initiated during prior high off axis loading. The cause for the need to apply such loading is not clear as the device is intended to be used to apply torque, and bending moments should be minimized by use of the counter torque wrench during torque application. Review of device history records found a total of (B)(4) pieces of this lot were released for distribution on 1/16/2017 & 2/8/2017 with no deviation or anomalies that would related to the reported malfunction. Two-year complaint history review (8.14.2017-8.14.2019) found this to be the only report for this lot (12407ps), further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended since the failure rate is low, and since the cause for the failure appears to be the result of prior high off axis load application.

Manufacturer narrative:
Occupation - other: inventory clerk. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2019 utilizing the reform pedicle screw system. During final tightening of the lock-screws, the tip of the lock-screw torque driver (39-rd-0060) broke. The tip was removed from the screw and the procedure was completed utilizing another driver readily available in the set. There was no patient injury or delay to the procedure as a result of the reported malfunction.